Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was not able to confirm the customer reported failure mode. The instrument was placed on our in house system for functional testing, self test passed and the instrument delivered energy without any issues. Gap test passed with the .002" gauge and the electrical continuity test passed. Straight orientation was 7.11, pitch orientation was 6.90, and yaw orientation was 7.00. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted procedure, it was alleged that the endowrist vessel sealer instrument was not working properly and did not have enough power. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted procedure, the endowrist vessel sealer was not working properly and did not have enough power. The instrument was replaced, and the second vessel sealer was used. The procedure was completed with no reported injury. There was no report of fragment(s) falling inside the patient. Isi made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Event description:
Refer toadditional for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the procedure was a sigmoid colectomy. There was no report of bleeding. The target tissue is unknown, but was not greater than 7 mm. Patient had not undergone any pre-surgical chemotherapy or radiation treatments. There was no evidence of vessel calcification or tissue tension. The vessel sealer did not encounter any staplers or clip or other type of interference during the sealing cycle, and there was no bio debris on the jaws of the instrument. Customer was unable to confirm if the vessel sealer had successfully completed a seal prior to the reported issue during the surgical procedure. The vessel sealer in use for "a few minutes". Audible tones (continuous beeps) were heard during the sealing cycle. Customer was unable to confirm if thermal effect was observed on the patient¿s tissue. Customer believed audible tones (three fast beeps) were generated confirm completion of sealing. No error messages/codes generated from the system. Surgeon believed the vessel sealer was faulty. Additional information provided by isi failure analysis engineer (fae): upon review of the logs, fae saw no errors for this case. Dsp logs of the vessel sealer also looked fine. Some of the seal events towards the end of the instrument¿s use were long >10 seconds. Fae noted that a longer seal event does not necessarily confirm a sealing issue.